Event description:
The facility reports while lifting the pt, it was noticed the right foot was swollen. The cna assessed the pt and noted discoloration of the right inner aspect of the inner thigh. Staff were unable to confirm if the injury was a direct result of the lift.